Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, the aquabeam robotic system encountered a jet alignment malfunction during the procedure. In response, a new handpiece was opened and utilized to complete the procedure. As a result, the event led to a surgical delay of more than 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam handpiece without success. The treatment log files were reviewed and found no errors. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-e/serial number (B)(6) and aquabeam handpiece/lot number 24c02963 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current instruction for use sj-ifu0104-00 rev. A, aquabeam robotic system IFU, intl (ce), english was reviewed. 8.30 sterile: treatment a. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.